Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 6.1 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) performed preventive maintenance by removing the back panel and clearing internal debris. All bus wire connections were inspected with no cut marks or abnormalities found. Controller board indicator lights were checked, powered down device and reseated all connections. And confirmed to have been functioning properly. The system functioned as intended after the field service engineer (fse) resolved the issue.